Event description:
It was reported that during a coronary artery bypass graft procedure, the clips were misfiring, clipping crooked, and cutting the branch rather than clipping precisely and occluding the branch. The devices were also not reloading after each clip was applied, further causing damage to the branches. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.